Manufacturer narrative:
Product analysis: analysis noted that the analyzer tested out of specification on seven functional tests. Analysis further noted that the analyzer was not functional and not repairable. A replacement analyzer was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.